Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It is possible that the distal sheath of the delivery system was entrapped or bent in the anatomy such that the ratchet was unable to properly/fully deploy the stent resulting the reported deployment difficulty/activation failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that a peripheral transluminal angioplasty procedure was performed to treat the superficial femoral artery. The vessel was prepared with a 6mm balloon catheter. Once the stent was deployed, it exceeded the femoral-popliteal area and the stent would not release despite activating the final lock. Everything was removed from the patient and the procedure was terminated. The introducer sheath was reportedly located far to the proximal end of the stent during deployment. The patient was rescheduled for a second intervention where a new stent was placed covering the target lesion and healthy area. Everything turned out well. No additional information was provided.